Event description:
A malfunction alarm labeled as malf 12 was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer experienced multiple occurrences of the same malfunction with the pump, which remained under warranty. Tandem technical support confirmed the customer's shipping address and decided to replace the pump. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery and was instructed on how to prepare the pump for return. The customer agreed to return the faulty pump within ten days using a pre-paid label.